Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms that forces the pump to reset and rewind. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the displacement test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test, displacement test or verify a35 alarm due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and broken reservoir tube lip.